Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula, which led to elevated blood glucose levels on (B)(6) 2026. During the event, the patient's blood glucose was 331mg/dl, and symptoms included sleepiness/drowsiness/somnolence. No further information available.